Event description:
While wearing the external equipment, the pt reportedly experienced sound perception problems followed by loss of lock. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. In 2006, the pt was seen by a company representative for device evaluation. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.